Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on unknown date due to unknown reason. Customer reported that they received insulin flow block alarm. Customer reported blood glucose level was 161 mg/dl. Customer did the manual prime and insulin exited the tubing. The insulin pump will not be returned for analysis.